Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "catheter (blue part) bend and deform". No patient injury was reported.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and one three lumen cvc for analysis. The sample was returned with the guide wire stuck inside the catheter. After dislodging the two components, the guide wire was analyzed. Three kinks and one bend were observed on the guide wire body. Additionally , one kink was noted on the catheter body. Microscopic examination confirmed the kinks and revealed signs-of-use in the form of biological material on the guide wire. No other defects or anomalies were observed. The guide wire length and outer diameter and the catheter length were measured and all were found to be within specification. The three kinks in the guide wire were located 201mm, 208mm, and 241mm respectively from the distal end. The slight bend was located 160mm from the distal end. The kink in the catheter was located 146mm from the distal end. A lab inventory guide wire with a diameter of .032mm was passed through the distal end of the catheter. The guide wire was able to pass with minor resistance at the kink in the catheter. A manual tug test confirmed that both the proximal and distal welds on the guide wire appeared spherical and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The IFU provided with the kit informs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The report of catheter/spring wire guide resistance was confirmed through complaint investigation. The sample was returned with the guide wire stuck inside the catheter. After separating the two components , visual examination revealed three kinks on the guide wire and one kink on the catheter. The catheter and guide wire met all relevant dimensional and functional testing, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "catheter (blue part) bend and deform". No patient injury was reported.